Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that the customer received a false positive on the test. Customer stated that they took the test on the same day both were at home tests the non bd test gave a negative result but our test gave a positive one.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1363554, ¿had a positive result however the pcr test was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false positive result. (B)(4). The following has been provided by the initial reporter: it was reported that the customer received a false positive on the test. Customer stated that they took the test on the same day both were at home tests the non bd test gave a negative result but our test gave a positive one.